Manufacturer narrative:
Continued h.10. Related report numbers: mw5160078, mw5160079, mw5160080. In response to FDA report number: mw5160078, mw5160079, mw5160080. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "enlarged lymph nodes"; "silicone snow".

Event description:
Patient reported via sus voluntary event report (mw5160078) left side "stress", rupture, "enlarged lymph nodes", and "silicone snow in two lymph nodes". Patient also reported "severe post-surgical reaction to cefadroxil", which is not device-related. Device has been explanted and replaced. "A left capsular release was performed."